Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, it was observed that the silicone part of the jaw was burnt. The same device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. It was noted that it was only activated 4-5 seconds.